Manufacturer narrative:
(B)(4). No injury to pt was noted. Event eval: still under investigation.

Event description:
A male pt underwent evar on (B)(6) 2013. When deploying the limb to the ipsilateral side (right), it was immediately noted that there was a separation between the nitinol and distal stainless steel sealing stent - approx 2cm gap. When reviewing the imaging prior to being deployed, it was noted that the limb had this same separation of stent material and gap whilst in its introducer sheath. Due to the graft not having the continuous support of stent material throughout, the pt required the use of a fluency covered stent relined with a bare stent to support this area in the iliac. No adverse effects to the pt were reported due to this occurrence. Add'l info received (B)(6) 2013 indicated that the physician was the first in his area to use zenith stent grafts. He is very experienced with the zenith portfolio including spiral-z limbs. The facility did have a new ge imaging machine of an excellent quality which is dedicated to the vascular lab showing that nitinol is visible on imaging. Images will be sent to cook for review.